Event description:
Foley placed following induction of general anesthesia for lap cholecystectomy. Inflated with 10cc water provided in foley tray. In place for approx 60 mins. Attempted to remove via aspiration - only 8cc h2o removed. Foley eventually deflated enough to remove. Balloon appeared to remain slightly inflated; no pt injury.